Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013, 14:21:51. During night drain cycle one, the patient's ultrafiltration reading was 433ml, indicating the home patient (hp) drained 433ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was identified through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.